Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Skin care regimen includes nystatin powder; sh powder; and skin preop. Complainant has confirmed that lot number is unavailable. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that end-user's skin presented with redness, small non-draining pimple like areas located beneath mass and border that also itches all beneath wafer mass and border. It is also reported that nystatin powder was prescribed to treat the affected site.